Event description:
It was reported that the bd micro-fine¿ pro pen needle was blocked during use. The following information was provided by the initial reporter, translated from japanese: "it was reported that the patient brought a needle and pen to the hospital saying that no fluid was came out after replacing the pen three times. After changing the pen, the liquid came out. So, it was replaced with a new pen and kept the needle with pen brought by the patient at the hospital. Tried a new needle to the pen was received from the patient the liquid came out. The patient asked to check it out because it might be a clogged needle."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 17-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ pro pen needle was blocked during use. The following information was provided by the initial reporter, translated from japanese: "it was reported that the patient brought a needle and pen to the hospital saying that no fluid was came out after replacing the pen three times. After changing the pen, the liquid came out. So, it was replaced with a new pen and kept the needle with pen brought by the patient at the hospital. Tried a new needle to the pen was received from the patient the liquid came out. The patient asked to check it out because it might be a clogged needle."